Manufacturer narrative:
No display anomaly or button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) esc button dome switch. No unlocked lcd keypad connector noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of insulin pump was harder to press and it had to hold for long time. The customer¿s blood glucose level was unknown. The customer stated that the screen of insulin pump was hard to read. The insulin pump will not be returned for analysis.